Event description:
It was reported that a complete se peripheral stent was implanted past its labeled use by date (ubd). After stent deployment, the physician noted that the device was approximately one month past its expiration date. The patient was put on antibiotics after the implant. No patient injury or clinical sequelae was reported.

Manufacturer narrative:
Evaluation results: shelf life exceeded. Failure to follow instruction (instructions for use (IFU) recommends use of the product prior to the use by date noted on the package). No results available since no evaluation (no device returned for evaluation). Evaluation conclusion: failure to follow instruction (instructions for use (IFU) recommends use of the product prior to the use by date noted on the package). No device failure (devise implanted with no issues reported). User error contributed to event (device implanted port expiry). (B)(4).